Event description:
It was reported that the insulin pump experienced a keypad anomaly. The caller stated that the insulin pump had alarmed low battery, and after the user changed the battery, she tried to set the bolus when she observed that the numbers increased on their own. She stated that the numbers scrolled without any input by the user. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.